Manufacturer narrative:
H.6. Conclusion code 1: 22: the instructions for use for the gore® excluder® iliac branch endoprosthesis states the following: the gore® excluder® iliac branch endoprosthesis (ibe) is intended to be used with the gore® excluder® aaa endoprosthesis to isolate the common iliac artery from systemic blood flow and preserve blood flow in the external iliac and internal iliac arteries in patients with a common iliac or aortoiliac aneurysm. Additionally it states, do not rotate the iliac branch component (ibc) delivery catheter beyond 360°. Delivery system damage and / or premature deployment have occurred and may result in potential patient harms. Do not rotate the internal iliac component (iic) delivery catheter during delivery, positioning or deployment. Catheter breakage or separation or premature deployment have occurred and may result in potential patient harms.

Event description:
The following information was reported to gore: on (B)(6) 2021, a patient was undergoing treatment of a right common iliac artery aneurysm and abdominal aortic aneurysm with a gore® excluder® iliac branch endoprostheses and a medtronic aorto uni iliac device. While the gore® excluder® iliac branch endoprosthesis was being implanted, the contralateral gate of this device was pressed to the right side as a result of the anatomical force exerted by the sheath on the gate. When the internal iliac component of the gore® excluder® iliac branch endoprosthesis was inserted, the endoprosthesis was rotated to align with the right internal iliac artery ostium, implanted and ballooned. It is unknown whether the endoprosthesis was rotated more than 360 degrees. The through and through wire was removed. Fluoroscopy revealed the right external iliac artery portion of the gore® excluder® iliac branch endoprosthesis iliac branch component appeared twisted and compressed. Difficulty was experienced when attempting to remove the delivery catheter, so a few attempts were made to pass a balloon up to the twisted component, but these attempts were not successful. More force was applied to pull out the delivery catheter, but this resulted in the leading olive avulsing away from the catheter. The leading olive remains insitu, wedged against the twisted portion of the gore® excluder® iliac branch endoprosthesis. The decision was then made to abandon continuing with ibe and subsequently the right external iliac artery and contralateral gate of the gore® excluder® iliac branch endoprosthesis were occluded with amplatz plugs successfully. A medtronic aui was implanted, with a medtronic cuff as a type ia endoleak was present, which resolved the type ia endoleak. A 20mm limb was then implanted in the left common iliac artery as planned originally. A femoral-to-femoral bypass was carried out next and the patient had good distal pulses following the procedure.

Manufacturer narrative:
(B)(4): a review of the manufacturing records indicated the lot met pre-release specifications.

Event description:
On (B)(6) 2021, a patient was undergoing treatment of a right common iliac artery aneurysm and abdominal aortic aneurysm with a gore® excluder® iliac branch endoprostheses and a medtronic aorto uni iliac device. While the iliac branch device was being implanted, the contralateral gate of this device was pressed to the right side because of the anatomical force exerted by the sheath on the gate. When the internal iliac component was inserted, the endoprosthesis was rotated to align with the right internal iliac artery ostium. It is unknown whether the endoprosthesis was rotated more than 360 degrees. The internal iliac component was then implanted and ballooned. The through and through wire was removed. Fluoroscopy revealed the right external iliac artery portion of the iliac branch component appeared twisted and compressed. Difficulty was experienced when attempting to remove the delivery catheter, so a few attempts were made to pass a balloon up to the twisted component, but these attempts were not successful. More force was applied to pull out the delivery catheter, but this resulted in the leading olive avulsing away from the catheter. The decision was then made to abandon continuing with ibe and subsequently the reia and contralateral gate of the ibe were occluded with amplatz plugs successfully. A medtronic aui was implanted, with a medtronic cuff as a type ia endoleak was present, which resolved the type ia endoleak. A 20mm limb was then implanted in the lcia as planned originally. A femoral-to-femoral bypass was carried out next and the patient had good distal pulses following the procedure.